Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): the patient underwent a gynecological procedure to treat stress urinary incontinence and a sling was implanted. It was reported post implantation the patient experienced recurrence of erosion, infection, bleeding, vaginal scarring and dyspareunia. The patient had a partial sling revision and cystocele repair on (B)(6) 2011 due to mesh erosion, pelvic organ prolapsed. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent gynecological procedure on (B)(6) 2010 and mesh was used. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent extensive transvaginal urethrolysis, abdominal vaginal exploration, and removal of retropubic mesh on (B)(6) 2013 due to severe pelvic pain, dyspareunia, post vaginal mesh erosion, systemic effect with myalgia, urinary incontinence, and pelvic pain. No additional information has been provided. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary retention, vaginal discharge and adhesions.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urgency.

Manufacturer narrative:
Date sent to FDA: 7/9/2019. (B)(4). Additional narrative: it was reported that following insertion the patient experienced spasm, discomfort and hematuria. It was reported that patient underwent revision and removal of mesh on (B)(6) 2011 and (B)(6) 2013. (B)(4) represents the adverse event which occurred on (B)(6) 2011. (B)(4) represents the adverse event which occurred on (B)(6) /2013.